Event description:
Nellcor puritan bennett recieved a report where a patient had coded at the hospital and was sent to an ICU, and hospital personnel reported that they could not hear an alarm on the n-395. During troubleshooting with nellcor puritan bennett technical support it was determined that the n-395 alarm volume was set to a volume level 1, the lowest setting. The hospital biomedical technician claims the n-395 unit is functional and is alarming as designed. Caller stated that this is a result of personnel. Caller monitor. Caller indicated the patient was 'doing much better'.